Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed error in logs. Verified unit operating correctly no issues with pneumatic system. Educated customer on gas loss alarm procedure in user manual and help option on display. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a gas loss error in iab alarm and augmentation below set limit. The units were successfully switched out. There was no patient harm reported.